Event description:
It was reported by the biomed, while preparing to complete preventive maintenance, there was a request for a touchscreen replacement since the current one is not working. The device was not in patient use at the time of the reported event and no reports of patient/user harm/injury. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the customer reported a ventilator that they would request multiple part numbers for an upcoming preventative maintenance (pm). There is a possible touchscreen issue that is not working but not yet verified. The device was evaluated by the customer and a philips remote service engineer (rse). The rse provided the customer with the part identification numbers for a user interface assembly, regulator assembly, hose, internal battery, air inlet filter, cooling fan filter, and a cooling fan. Additionally, multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 08/17/2022, 12/08/2022 and 01/03/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.